Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual and an electrical analysis. The analysis revealed a rubbed through insulation at the distal part of the lead. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. It is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction between the lead body and the nearby right atrial lead.

Event description:
This lead was explanted and replaced due to high thresholds causing the associated ICD battery to be depleted.